Event description:
The customer via phone reported receiving persistently low battery longevity, and multiple failed battery test alarms, from the insulin pump. During troubleshooting there was no corrosion found at the battery compartment or spring. There were no further issues or alarms after troubleshooting, but the customer was shipped a replacement battery cap to assist with the device's issues, and in case the original battery cap was the problem. The customer called back 4 days later to report that the insulin pump was still alarming failed battery test after inserting the new battery cap. The customer was advised to discontinue use of the insulin pump, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose values were not reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump failed the battery test alarm due to battery tube not plugged into the interface board properly. Unable to confirm unexpected weak battery alarms and low battery alarms due to failed battery test alarms. The insulin pump has cracked reservoir tube lip noted during our visual inspection.